Event description:
On 28 march 2008, the facility's dir of biomedical engineering called to report an over infusion of diprivan on a pt using the colleague 3cx infusion pump. At that time, the pt's outcome was unk. The biomedical engineer downloaded the pump event history and requested baxter to review. Add'l info was obtained on 07 april 2008, when the risk mgr at the facility informed baxter the event was attributed to human error. She stated, that the nurse had set the rate of infusion correctly. When the volume was set by the nurse, the nurse had accidently hit the secondary button, thus giving the pt a bolus of diprivan. It was also stated that the pt died. The concentration, intended rate of the diprivan, pt's admitting diagnosis, and past medical history are unk. Attempts are being made to obtain add'l info from the risk mgr.

Manufacturer narrative:
The pump has been sequestered by the facility. Baxter has offered an on-site eval of the pump, but the facility has not yet accepted. The event history was rec'd and is being reviewed by a prod analysis lab tech.